Manufacturer narrative:
Additional information was received from the complainant on august 28, 2025, clarified that the reported issue was the pigtail was detached and not the shaft. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Based on the review of the information, this event no longer meets reporting criteria.

Event description:
It was reported that a percuflex plus ureteral stent was used in a procedure. During unpacking, it was found that the stent was fractured. There was no information on what have completed the procedure and there were no patient complications reported. Additional information received clarified that the stent pigtail was detached and not the shaft.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a percuflex plus ureteral stent was used in a procedure. During unpacking, it was found that the stent was fractured. There was no information on what have completed the procedure and there were no patient complications reported.